Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had high blood glucose of 375 mg/dl and then had low blood glucose of 55 mg/dl. Blood glucose fluctuated even after infusion set changes and bolus delivery. During troubleshooting, it was found that insulin pump was showing 94 units of insulin while reservoir was showing 100 units of insulin available. Caller believed that insulin pump was delivering correct amount of insulin. Caller contacted healthcare professional who advised that insulin pump be replaced due to erratic blood glucose readings.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The test guardian 2 link with the glucose sensor simulator communicates and calibrated properly to the insulin pump. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. However, the insulin pump was received with minor scratched lcd window, scratched case, cracked select button keypad overlay and pillowing keypad overlay.